Manufacturer narrative:
(B)(4)

Event description:
A patient was undergoing a dialysis treatment which included a revaclear 300 dialyzer. During treatment he complained of itching at the beginning of dialysis. Subsequent to the event, the physician prescribed a 2 liter saline prime of the dialyzer and benadryl to be administered prior to dialysis which has relieved the patient symptoms with only minor itching noticed at the end of treatment. The patient has continued treatment with revaclear dialyzer. The exact date of the event is unknown therefore the date of the event is an estimated date.